Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported while in the operating room, the doctor attempted to use the magellan 1ml tuberculin safety syringe to draw up medication for the patient's spinal anesthesia and when pulling off the cap, the safety mechanism disengaged preventing him from drawing up the medication. This happened with multiple syringes. No patient injury was reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured and packaged on may 27, 28, 31 and june 1, 2021. Two 1ml magellan tuberculin 28g x ½ syringes in opened blister strip packaging identified with lot 116536x were received. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. The blue safety sheath was not fully seated on the safety shield of the syringe samples received. The plunger/rubber tip was extended from the syringe barrel on one of the syringe samples, and it would not retract back into the syringe when pressure was applied to the plunger rod. This indicates that the cannula is occluded. The blue safety sheath was removed for evaluation of the cannula on each of the syringe samples received. Pulled lock insert was identified on each of the syringe samples; one was almost completely detached from the syringe. The reported condition was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. A corrective and preventative action plan has been initiated to address the reported condition. This complaint will be used for tracking and trending purposes. Correction made to contact office - manufacturing site address.